Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The investigation determined that the surgeon used the spare implant available in the set to complete the surgery. The returned implant was examined and the anterior edge of the implant was chipped, and the inserter threads were damaged. A review of the device history record for this batch of parts does not show any nonconformances that would contribute to this incident. Damage to peek implants will occur if the surgeon either uses excessive force or impacts at an off angle. The complaint sample showed this type of damage. Additional information was received from the reporter. It was reported that the surgeon started driving the implant into place with a mallet when it broke. He then removed it and used the spare implant in the case, which functioned without issue. The chipped section on the edge of the implant to the right of the center threaded hole in the picture lines up with gouges on the underside of the implant. It is not known if this is a result of removing the implant after the threads were damaged, or part of the original breakage. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the anterior intervertebral body fusion device implant broke during insertion. There was no reported harm to the patient.